Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was broken and would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was between 153-200 mg/dl. Replacement cable was sent to the customer.